Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test and displacement test. Power connector plug in and locked in place properly. No blank display anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump started beeping and then shut down. The customer¿s blood glucose level was 216 mg/dl at the time of incident. Customer stated that they inserted new battery, however it was not turning on. Customer stated that the insulin pump had blank display. Customer stated the contacts on the battery cap were neither missing nor damaged and battery compartment was neither damaged nor corroded. Customer stated that the display did not return after insulin pump restart. Customer stated that the insulin pump was not exposed to moisture and was not dropped. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.